Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was reprogrammed successfully and will not undergo an explant procedure at this time.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 serial/lot # (B)(4) description: scs 50cm iii lead.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.